Event description:
No additional information was provided. Material #: dyndtn1545 batch#: 23095709 it was reported by customer that blockage, occlusion in the spike. Verbatim: rcc received a complaint via email. Email(s) attached. Blockage, occlusion in the spike date of event: 30jan2024.

Manufacturer narrative:
(B)(4): it was reported by customer that blockage, occlusion in the spike. Sample were received for investigation by dchu vh: sample submitted was tested, however, blocked connection was not confirmed. Based on the photo provided by dchu vh, the tubing has a slight bend, which could cause a possible flow restriction, however, the tubing was massaged out by the investigator by the dchu vh removing the kink, with no further issues. Therefore the failure mode could not be confirmed in tj site for a formal investigation. Root cause definition possible root cause for occlusion could be related to a kink, however this condition could not be determined since the failure mode was not confirmed by the dchu vh/tj site. Corrective and preventive actions no actions were required due the failure mode reported was not confirmed. We regret any inconveniences caused with our product. We will continue to monitor our customer feedback processes for any similar incidences and implement any corrective actions as appropriate. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd gravity set was occluded the following information was received by the initial reporter with the following verbatim rcc received a complaint via email. Email(s) attached. Blockage, occulsion in the spike date of event: (B)(6) 2024.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.